Manufacturer narrative:
Updated fields:b4; d8; d9;e2; e3; e1 initial reporter, event site telephone number, event site email;g2; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Despite good faith efforts (gfes), no response has yet been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp)has a fiber optic error. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.